Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 42 mg/dl. The customer also reported that he was taking blood pressure medication and it caused him to have low readings, made him dizzy, and he passed out and hit his head. Nothing was replaced or returned for analysis.